Event description:
A (B)(6) male patient called zoll customer support to report his battery pack would not hold a charge. The download area showed several battery pack faults. Zoll customer support issued the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack will not hold charge) has been confirmed. Upon evaluation, the battery was found to have defective cells reading 1.264, 4.639, and 4.134 v. The cause for defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.